Event description:
The svc report shows that the vent went "inop" while on a pt. The mallinckrodt customer support engineer (cse) inspected the device and could not duplicate the alleged event. The unit passed extended self testing. The ai board and safety valve were replaced as precautionary measure. There was no pt harm reported.